Event description:
Litigation papers allege the following: on or about (B)(6) 2009 to present, patient suffered the following: severe and permanent physical pain, suffering, injury and disability, potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis, medical and hospital-related expenses, economic loss, loss of enjoyment of life, and other injuries presently undiagnosed. Patient has not yet scheduled an explantation of the asr hip implant. **update: (B)(4) 2012 plaintiff fact sheet received with part/lot information. No new information received that would change the outcome of the investigation. **update: (B)(4) 2013 - patient was revised due to pain and elevated ion levels.

Event description:
Litigation papers allege the following: on or about (B)(6) 2009 to present, patient suffered the following: severe and permanent physical pain, suffering, injury and disability, potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis, medical and hospital-related expenses, economic loss, loss of enjoyment of life, and other injuries presently undiagnosed. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-02134. This report, 1818910-2012-29126, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-02134. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.